Manufacturer narrative:
The excor blood pump pu valves; 50 ml in/out; ø 12 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 to date. The event occurred on 2025-02-16, which is (10 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) hotline to report that the patient being supported with an excor pediatric vad system experienced hemolysis secondary to septic shock over the weekend. Prior to the event the patient had elevated ldh levels of 600 u/l, that significantly increased afterward. On (B)(6) 2025 the ldh level reported was 2000 u/l. The site also stated that the test results for sepsis were negative. According to the site, the excor blood pump reduced filling at the time of the event as the patient required more cardiac output. The pump maintained complete ejection. No deposits were noted in the excor blood pump. The blood pump sn (B)(6) is still on the patient as the patient continues to be supported with excor vad system.